Event description:
Provider states the drives 2, 3 and 4 are coming up, joystick timeout and not recognizing the asl head control.

Manufacturer narrative:
No end user information provided. The product is not expected to be returned. A follow-up will be sent if additional information is received.